Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4), product type: recharger; product ID 37744, serial# (B)(4), product type: programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that the manufacturer¿s representative met with the patient after chemo before because the patient ¿wasn¿t getting a charge¿ and ¿had trouble with the battery¿ starting in the beginning of may 2014. Additional information received reported that the patient would be seen by a manufacturer¿s representative on 8/7. It was later reported that a manufacturer representative met with this patient on (B)(6) 2014 and the patient was reportedly unable to recharge the device. It reportedly stopped working after repeated radiation treatments. It was noted that the manufacturer representative was not able to get a recharging session going without having to reset the device. It was noted that ¿not problem with system¿ and that it was simply discharged. The patient was reportedly able to charge their device without difficulty. It was noted that impedances were within normal limits and the device service life was good.